Manufacturer narrative:
Concomitant medical devices: d314trg crt-d , implanted (B)(6) 2012.

Event description:
It was reported that the patient presented due to an audible alert. Interrogation indicated the alert triggered due to multiple high right ventricular (rv) lead pacing impedance measurements. The rv lead was inactivated and its pace/sense functionality was replaced by the pace/sense functionality of an existing left ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.